Event description:
It reported on (B)(6) that a surgeon performed a revision procedure for a titanium occipital plate due to x-rays/CT scan discovery of failed hardware. The patients original surgery was performed by the same surgeon about 2 years ago (no implant date was provided). The consultant reported the patient was on a post surgery routine visit (date unknown), evaluations were conducted by both x-rays and CT scans which depicted post operative hardware failure for a (one) set-screw that backed out on the side of the titanium occipital plate. Consultant stated the scheduled revision surgery was performed on (B)(6) 2013; the surgeon removed the set-screw (which backed out) and occipital plate (left side head was the problem; it did not function) without any issues. The consultant explained the patient was not in any pain nor was the patient experiencing any discomfort. The surgery was successfully completed with no time delay and no report of harm to patient. No patient or new revision part details were provided. When asking about obtaining the patient x-rays/CT scans, the sc stated the hospital policy does not release this information since they contain patient demographics. No further information is available. Update - (B)(4) 2013: sc provided additional information by email questionnaire, patient has clinical findings of pseudoarthrosis. Sc explained the patients plate was removed and revised by implanting a new occipital plate. D. Adore. This report is for one unknown set screw;the set screw part and lot number are not known. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. Additional patient ID - case # (B)(4). This report is for one unknown set screw;the set screw part and lot number are not known. Screw (discarded) was explanted on (B)(6) 2013. The investigation could not be completed and no conclusion could be drawn as no device was returned since it was discarded by the hospital and no part or lot number was provided.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Changed revision date of (B)(6) 2013.

Event description:
Consultant stated the revision surgery was performed on (B)(6) 2013.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Consultant confirmed he attended the case and that he was the initial reporter. Not previously reported. Date received by manufacturer: 1/5/2014. Changed from (B)(6), pc nurse manager to sales consultant, other, synthes sales consultant.

Event description:
Additional information clarified and provided by consultant email on (B)(6), 2014. Consultant stated: yes, (B)(6), pc nurse manager is the key contact at the facility. He also reported that he attended the case and he was the first reporter.